Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it could not heat. The event occurred during priming at the facility. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated, however, a leak was confirmed from the cuff pressure infuser. The service history review had no indication that the complaint was related to a service of the device within the review period.